Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend called in to report low blood glucose readings after continuing insulin pump therapy. Customer stated that after reprogramming, the device they had problems with blood glucose range. The customer's blood glucose ranged from 40 to 145 mg/dl. Customer performed troubleshooting and found the insulin pump to be accurate. Customer declined further troubleshooting. Nothing was replaced or returned.